Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte acid concentrate products shipped to this account within the selected time frame. A records review was performed on the (B)(4) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. Per the documented product investigation, there was no indication that the naturalyte acid concentrate product caused, contributed to, or was a factor in the reported event. Although requested, no patient medical records or treatment data sheets were made available. Therefore, there is no way to confirm a causal relationship between the naturalyte acid concentrate and the adverse event.

Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of requesting additional event information and medical records in relation to this event. The plant investigation is in process. A supplemental medwatch will be submitted with additional relevant information. Additional medwatches are being submitted for the hemodialysis and bicarbonate concentrates in use at the time of the event.

Event description:
A user facility reported that a patient experienced an adverse event after leaving the dialysis facility. The patient had an episode of cramping 2 hours into the hemodialysis (hd) treatment. At that time, the registered nurse who was overseeing the patient stopped pulling fluid and allowed the treatment to continue. The cramping subsided and the treatment completed without any further issues. The patient was discharged home with a slightly elevated blood pressure. Prior to discharge, the patient¿s condition was noted as being ¿fine.¿ however, approximately 1.5 hours later, the patient experienced a grand mal seizure and went to the emergency room (ER). A check of the patient¿s blood sodium revealed that the levels were normal prior to receiving the hd treatment. However, after the seizure, the patient¿s sodium levels were found to be low. Follow-up was provided by the facility administrator (fa) who confirmed the series of events. Patient with normal sodium levels prior to treatment, experienced some cramping and hypertension during treatment. The treatment was completed, and the patient seized approximately 1.5 hours after leaving the clinic. The patient was subsequently admitted to the hospital, where their blood sodium was found to be ¿low.¿ the date of the patient¿s discharge from the hospital is not known. The patient¿s current condition was noted as being ¿well¿ and the patient has returned to the clinic to continue with their hemodialysis treatments. The fa revealed that conductivity checks are performed with a handheld meter before all treatments, and the conductivity was fine during the treatment in question. No device malfunction was identified or alleged during the patient¿s treatment. The unit remains at the user facility. No samples of the acid/bicarb in use at the time of the patient's treatment are available for evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation was revised by the manufacturer based on follow-up information which revealed a change to the event occurrence date. Manufacturing investigation: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte® acid concentrate, drum products shipped to this account within the selected time frame. A records review was performed on the (B)(4) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte® acid concentrate, drum products are manufactured to meet aami requirements using validated processes and released based on a determination that finished product met the applicable requirements.